Event description:
Customer reported one hundred thirty-three false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) on kitted nasal swabs. This report is for patient eighty of one hundred thirty-three and lot 169502 (total quantity 11). Patient was tested with the binaxnow covid-19 ag card (B)(6) 2022. Which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).

Manufacturer narrative:
(B)(4). Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 169502 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 169502, card device part number 195-430wl / lot 164941. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169502 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01916 through 1221359-2022-02048

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.